Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The patient reported unexpected bolus of insulin on two occasions requiring medical attention. The physical device was not returned for evaluation, device logs from the cloud were evaluated. The logs confirm 2 boluses on the date reported 9:43pm 89 grams of carbs and 7.65 units were given, then at 10:05pm 8.5 units were given. However, our investigation is unable to determine how the boluses were commanded- by user or other means due to the absence of further data available from the log uploads. Note-granular detail is maintained in the log for a limited time, then the data is overwritten.

Event description:
It was reported that the patient allegedly experienced an unexpected bolus of insulin requiring medical attention for hypoglycemia. No exact blood glucose levels were given. The physical device was not returned for evaluation, device logs from the cloud were evaluated. The logs confirm 2 boluses on the date reported; 9:43pm 89 grams of carbs and 7.65 units were given and 7.65 units were given, 10:05 pm 8.5 units were given. However, our investigation is unable to determine how the boluses were commanded by user or other means due to the absence of further data available from the log uploads. It should be noted that the granular detail is maintained in the log for a limited time, then the data is overwritten. The patient was advised that he immediately discontinue use of his controller and switch to a backup method of insulin.

Manufacturer narrative:
In the case description, the user states the device began delivering a bolus on it's own on two separate occasions, one for 7.65 units and one for 8.5 units. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the device audit files show that the device delivered both boluses reported by the customer on the date of occurrence, one for 7.65 units and another for 8.5 units (see figure 1). The log files from the date of occurrence were unavailable due to continued use of the device, causing the old log files to be overwritten. It could not be determined if the user programmed theses boluses or if the device programmed the boluses due to the log files being unavailable. The rest of the log file data shows no evidence of any unprogrammed boluses occurring. The exact cause of the reported event could not be determined.